Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange to another manufacturer''s device. A reason for the pump exchange was unspecified. Further information was not made available.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: the device itself did not malfunction, but serial radiography revealed the inflow cannula was angled parallel to the chest wall, rather than toward the mitral valve. Due to body habitus, it was determined an lvad would not be able to be positioned away from the wall of the lv. Accordingly, hmii would be exchanged for an hvad due it being the smaller device and placement would not compromise the patient's narrow body habitus.

Manufacturer narrative:
Device evaluated by manufacturer: the device is expected to be returned but has not been received.the manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
Corrected information: the lvad was not available for evaluation and the report of a malpositioned inflow conduit could not be confirmed. The patient's inflow conduit was angled parallel to the patient's chest wall; however, due to the patient's body habitus, the lvad could not be repositioned, and the patient underwent a pump exchange to another manufacturer's device. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.